Event description:
In 2009 the lay user/reporter, the patient's son, contacted lifescan (lfs) to report the patient was unable to program the one touch ultra meter with the correct calibration code number. At about 3 days later, the sr medical surveillance specialist spoke with the patient to obtain and clarify information. For one week, the patient claimed she was unable to program the correct calibration code number into the reported meter; she was unable to test her blood glucose levels. On the morning of event date, the patient was experiencing the symptoms of being unresponsive and 'out of it'. The patient's daughter attempted to treat her with juice, and contacted emergency services. The patient did not attempt to test her blood glucose level while symptomatic. Paramedics arrived at 7:00am, and tested the patient's blood glucose level to be 37 mg/dl. The patient was treated with a glucagon injection. Over the next hour, the patient's blood glucose level was tested to be 67 mg/dl and 164 mg/dl. She was not transported to the emergency room. The patient takes set doses of unspecified insulin. During the troubleshooting telephone call, the customer care advocate was able to talk the reporter through resetting the calibration code number, and the issue was resolved. The meter, test strips and control solution was replaced. The patient was unable to program the meter with the correct calibration code number. The patient allegedly experienced symptoms suggestive of severe hypoglycemia after not being able to test her blood glucose levels for one week due to the meter issue, and received emergency treatment with glucagon to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.